Manufacturer narrative:
On 28 february 2017 medacta received the revised stem mentioned in this complaint for further investigations. On 30 march 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the received stem was analyzed. The ha coating was almost totally present except some little areas in which it was detached and slightly spotted on a wall. Some little signs of removal were present in the neck and on the taper. A difficulty of extraction is probably due to an incorrect positioning of the stem and to a low or incorrect force applied to the extractor; also a stem repositioner can be used during the primary surgery. Moreover, specific stem extractors and a slap hammer are also available on demand in order to provide an higher force in case of extraction. From the received piece it is not possible to determine with certainty the root cause of the event.

Manufacturer narrative:
Device not available.

Event description:
The stem could not be fully inserted and stuck about 7mm ahead. The surgeon connected the screw stem extractor to the stem and tried to retrieve with a hammer. However, it could not retrieve. The surgeon used a non-medacta sliding hammer. After many attempts the surgeon retrieved the stem without bone fracture. Since retrieved stem coating was partially detached, the surgeon replaced with new stem (same size). Due to this event, the surgery was prolonged about 90 minutes. This event would be caused by non-availability of a sliding hammer. Since it was not available, it would be hard to retrieve the stem.